Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, moderately torturous and 75% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion with moderate calcification, moderate tortuosity, and 75% stenosis in the proximal left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) but failed to completely dilate the lesion. Therefore, a 3.0 x 15mm nc trek bdc was advanced; however, resistance was met with the anatomy. The balloon ruptured during the first inflation at 15 atmospheres. A cutting balloon was used however, could not provide enough dilatation. The procedure was completed only with an unspecified bdc only and post-stenosis was 50%. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.